Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent break. Block h11: an axios stent and electrocautery enhanced delivery system was not returned for evaluation. Therefore, product analysis could not be performed. However, the documentation provided includes photographs of the stent. A media analysis was performed where it can be observed the stent within the patient's anatomy with evidence of the stent break. Media analysis confirmed the reported event of stent break. However, without proper evaluation of the device it remains unknown the most probable causes that contributed to the event. There is not enough evidence to determine if the reported event was related to the physician's technique during the procedure, due to the anatomical conditions or related to a device malfunction. Taking all available information into consideration, the most probable cause of the reported event is cause not established.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted transduodenal to the gallbladder to treat a gallbladder drainage during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, after the deployment of the stent, the physician observed a breakage at the edge of the stent. Considering the risk of leakage into the peritoneum, the physician decided not to remove the stent. The stent will remain in place as long as no trauma is reported. There was no patient complications reported as a result of this event.